Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that patient's right knee was revised. As reported by rep: "anterior knee pain with clicking. The patella and insert were revised.

Manufacturer narrative:
An event regarding fracture involving a triathlon patellar component was reported. The event was confirmed from the photograph provided. The reported device was not returned however photographs were provided for review. The photographs shows a recently explanted patellar component. From the photographs provided it appears the poly section of the patella component is fractured. A photograph of the metal section of the patella was not provided. A review of the provided medical records and x-rays by a clinical consultant indicated that review of these records confirms the anterior knee pain and clicking was due to fracture of the patella component. The root cause of the component failure cannot be determined as insufficient information was available DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review confirmed that there have been no other similar events for the reported lot. Clinician review of the provided medical records confirms the anterior knee pain and clicking was due to fracture of the patella component. The root cause of the component failure cannot be determined as insufficient information was available further information such as device evaluation, further x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that patient's right knee was revised. As reported by rep: "anterior knee pain with clicking. The patella and insert were revised.